Event description:
During a knee procedure, it was reported that the shaver handpiece became extremely hot to the touch and black fluid was seen in the suction tubing. The scrub nurse looked at the screen and saw a stream of black fluid going into the patient's joint. At this point the surgeon was informed and the handpiece removed for quarantine. The knee was washed out with 12 liters of saline and the patient was administered vancomycin antibiotics. The equipment was quarantined for investigation and safety check. No other information is available at this time.

Manufacturer narrative:
Device evaluation: one powermax elite hand piece was received and the reported complaint could only be confirmed in part. A visual inspection has found this unit to be extremely soiled and dirty. Excessive dirt, grime, and stains, of unknown origin were found in the areas of the blade port, suction spigot, and outer housing. A functional test has revealed that the motor has seized and will not rotate. The cable assembly was removed and excessive corrosion was found internally. Further disassembly was not possible due to the excessive corrosion. The motor housing was cut open and corrosion was found throughout all of the internal working of the assembly. The most probable cause of the ¿hot to the touch¿ complaint would be the seized motor, in this condition the motor would draw maximum current and in turn produce heat. The most probable cause of the ¿black fluid¿ complaint would be the excessive dirt and grime that was found in the blade port. It appears that this dirt and grime has built up for weeks if not months. Records show that this motor is less than a year old. The amount of corrosion found would indicate that the recommended care and handling methods have not been properly implemented. The instructions for use in the precautions section states: "dried blood, saline, and other deposits inside the handpieces are a major cause of equipment malfunction." (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).